Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a swollen dso. The tamper seal was not broken. Review of the event history log (ehl) showed a motor service due alarm. A functional test was performed and the reported issue was not duplicated. The device worked properly as there was no issue with occlusion. There was no recent occlusion alarm in the ehl. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 and g5 are unknown d3, g1, and g2 email is: (B)(6)

Event description:
It was reported that the pump exhibited an occlusion alert. It is unknown if there was patient involvement, no adverse patient effects were reported.